Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Related complaint for leakage on lot # 0246586. A complaint lot history check was performed on lot # 0246586 for leakage. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd autoshield¿ duo safety pen needle, 8mm it was reported that the pen needles are leaking during the injection. Verbatim: spouse of consumer reported that the pen needles are leaking during injection. Spouse of consumer asked if pen needles can be re-used, she stated that her husband re-uses the needle and she does not see on the box where it states the needles should only be used once. Lot #: 0246586. Catalog #: 329515. Date of event: unknown. Samples: discarded.